Event description:
When initiating dialysis treatment, it was noted that drops of blood were on the floor. Source of blood was venous blood line sample port which was incorrectly seated in the line. Blood leaking out of line and some foam evident. Pump stopped immediately. Blood changed. Treatment resumed. No pt harm.